Event description:
During the case the "cut" function was self activating.we called for help. In the meantime we replaced the monopolar cord and then I noticed the smoke evac cord on the bovie was filled with liquid so I unplugged that and the issue stopped, I plugged it in and out a few times and it seemed to be the culprit. This item was sequestered and replaced and we were able to proceed and finish the case. Unable to find packaging for that item to locate lot # and expiration.